Manufacturer narrative:
The complaint device is not available for a physical evaluation. Further information was provided regarding the device and technique used. However, a root cause for the reported failure cannot be determined. A batch record review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
It was reported that during acl reconstruction the device broke during insertion into a bone hole to fix a tendon. It was also reported that the surgeon made the bone hole 1mm larger than the size of the device according to the standard surgical technique but he had difficulty inserting the screw. The broken part remains in the patient's body. The surgery was completed without any delay. The patient is now under observation additional information received via email from the affiliate on 6-9-16: the screw broke on the tibial side. We do not have information on which hex driver was used. We do not have information if the screw was inserter over the guidewire. The tunnel size for the tibial was 6mm, we do not know about femoral. We do not have information if the surgeon tapped prior to inserting the screw. We do not have information if the surgeon used the milagro advance tap or if the surgeon notched.